Event description:
The patient presented to an outside hospital following a seizure resulting in a fall and head strike at home. The patient was found to have a right sided subdural hematoma. The patient was transferred to (B)(6) for further management. The patient was admitted to neuro ICU at (B)(6) hospital on (B)(6) 2025. Imaging revealed a large right chronic subdural hematoma (right subacute to chronic subdural hematoma of 2 cm thickness with accompanying 8 mm midline shift), for which he underwent a right mini craniotomy for subdural hematoma evacuation. The procedure was uncomplicated and he returned safely to the neuro ICU. On (B)(6) 2025 he underwent a right middle meningeal artery embolization. The procedure was uncomplicated. He underwent pt and ot evaluation and was cleared from their perspective on (B)(6) 2025. A follow up CT showed stable findings. He was discharged on (B)(6) 2025.

Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.